Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown, not provided. Brand name: unknown, as lens model not provided. Common device entered as multifocal; however, the exact type unknown as model not provided. Procode has been entered as poe; however, the exact code unknown as model not provided. Model #, catalog # and serial number: unknown, not provided. Expiration date and unique identifier (UDI#): unknown as the serial number was not provided. If implanted, give date: unknown, not provided. If explanted, give date: unknown if the lens was explanted. (B)(6). Device manufacture date: unknown, because the serial number was not provided. (B)(4). Attempts were made to obtain missing information; however, a response has not been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
A surgeon reported that one of his patients is not satisfied about the surgery results due to the intraocular lens performance. Reportedly, the surgeon implanted a lens (model and diopter unknown) recommended for presbyopia but the lens did not provide near performance. The patient suffers from halos and needs glasses for near vision. It was reported that an unspecified secondary surgery/medical intervention is required. No further information was provided.